Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced pericardial effusion that required pericardiocentesis. First it was reported that the qdot catheter was not being visualized. A "magnetic sensor error" on the carto 3 system. The catheter cable was exchanged without resolution. When the catheter was exchanged, the issue was resolved and the case continued. Then, during the same procedure, it was reported that after transseptal and radiofrequency (rf) ablation on the left pulmonary veins, the patient's blood pressure began to decrease. A pericardial effusion was noticed on ultrasound. Pericardiocentesis was performed (800 mls was extracted). The patient was in stable condition. Patient required extended hospitalization for "surgery" and additional monitoring. The physician believes they punctured the left atrium during transeptal. The procedural activated clotting time was > 350. There was one catheter exchange during the procedure and one transseptal puncture. There were 42 ablations rf ablations. Force visualization features used were graph, dashboard, visitag, vector, heat map. Parameters for stability were range, time, force. No additional filter was used. Color options used prospectively were median temperature and total energy for qmode +. Follow up is being conducted as it is unclear if patient had additional surgery on top of the pericardiocentesis, and to determine if the perforation was confirmed, as well as to obtain information on what sheath was used for transseptal.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).